Event description:
It was reported that during implant of the right ventricular (rv) lead the physician initially placed the lead with no issues. The physician was not happy with the lead position and retracted the helix to reposition the lead. The helix would not extend when the lead was attempted to be placed again. The lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix bent. No further helix function tests possible. If information is provided in the future, a supplemental report will be issued.